Manufacturer narrative:
Update information in section d10 concomitant product: the alinity hq analyzer was inspected, troubleshooting procedures were performed, and the pump, diaphragm, 2.0ml, molded was found to be leaking. The field service representative replaced the part and the issue was resolved. The instrument service history review revealed no additional tickets associated with falsely decreased neutrophil results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer was reviewed. A review of complaint and trending data for the alinity hq analyzer did not identify any similar issues related to the with regards to the current issue. Additionally review of complaint and trending data associated with the pump, diaphragm, 2.0ml, molded did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity hq analyzer for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased neutrophil results generated on the alinity hq processing module for multiple samples that was not reported out of the laboratory. The following example results were provided: on (B)(6) 2025, sid(B)(6) (B)(6) initial result = .001 10e9/l, repeat result (B)(6) = 2.23 10e9/l . No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased neutrophil results generated on the alinity hq processing module for multiple samples that was not reported out of the laboratory. The following example results were provided: on (B)(6) 2025, sid: (B)(6), (B)(6) initial result = .001 10e9/l, repeat result (B)(6) = 2.23 10e9/l. No impact to patient management was reported.